Manufacturer narrative:
The facilities biomed replaced the head hi/low down valve to repair the bed.

Event description:
Info received indicates the bed will continue to drift into the trendelenburg position after the function switch is released.